Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-sep-04, information was received from a manufacturer representative (rep), regarding a patient receiving baclofen (2,000 mcg /ml, 1,200 mcg/day) via an implantable pump for intractable spasticity. The patient's medical history includes being a quadriplegic and non-communicative. It was reported the rep was called to the emergency department because the patient's pump had an empty reservoir alarm occurring. The patient had relocated to a different area and was in a home where there were not aware of the pump alarming or the need for the pump to be refilled. A family member of the patient reported that two days ago, the patient was hospitalized for seizure-like symptoms which correlated with when the pump went empty. The pump logs showed the pump went empty on (B)(6) 2021. Information related to empty pumps was reviewed. The rep stated the clinicians were working to get the pump filled. The patient was stable when the rep saw the patient, but it was suggested the patient may be going to the ICU to be monitored due to high dose per day that the patient is now not getting. The rep stated the patient was not able to communicate symptoms. The patient did not have a managing physician at this time and they were going to try and get the pump filled in the hospital, if possible.

Manufacturer narrative:
H6 ¿ corrected information: device code a160102 is not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient¿s pump was refilled.